Event description:
It was reported that the patient presented with post-paced t-wave over-sensing exhibited on the implantable cardioverter defibrillator. Further information was requested but not received.

Event description:
New information received notes that the implantable cardioverter defibrillator exhibited re-occurrence of post-paced t-wave over-sensing. No intervention was performed. Patient condition was stable.